Event description:
It was reported that device diagnostics resulted in high impedance (dc dc code - 7). The physician referred the patient for x-rays and programmed the device off. There was no patient manipulation or trauma believed to have caused or contributed to the high impedance. X-rays were received by manufacturer for review. X-rays identified a lead break at the bifurcation on the negative coil. Attempts to obtain additional relevant information have been unsuccessful to date. No surgical intervention has been performed to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by the manufacturer revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to a death or serious injury.